Event description:
Allegedly revised due to broken modular neck.

Manufacturer narrative:
Device#1: investigation is not complete. The event device code is addressed in the package insert. Although several attempts have been made, a medwatch 3500a has not been rec'd from the user facility. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00390, 00391.